Manufacturer narrative:
Additional information provided in h.3., h.6. And h.11 the product was not returned for analysis. It was reported that haptic was observed to be stuck to the optic after implantation. The root cause of the reported issue is deemed to be related to manufacturing process change that increased the likelihood of company haptics adhering to the optic surface following delivery with the company device. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4),.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that following an intraocular lens (iol) implant procedure, observed that the leading haptic stuck to optic. When the haptic was dragged across the capsule and created a tear in the capsule. Additional information has been requested and no further information received. There are three medical device reports associated with this file. This file is about the statement haptic stuck to optic and created a tear in the capsule.